Event description:
It was reported the patient presented to the clinic for a routine follow-up. Upon interrogation, the left ventricular lead exhibited loss of capture. Reprogramming was unsuccessful. The physician will continue to monitor the patient. The patient's condition was reported to be good.